Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment with a guide wire occurred. Vascular access was obtained via the left femoral artery. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified left anterior tibial artery (ata). Another manufacturers' 0.014" guide wire was inserted and this 2.5mm x 40mm x 145cm sterling es balloon catheter was advanced and used to pre-dilate the lesion at 6atms. An attempt was then made to withdraw the catheter; however, the catheter and the guide wire became stuck together. The catheter and wire were removed from the patient together as a unit. The lesion was then post-dilated with another manufacturers' 2.5x40mm balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis without the non-bsc guide wire mentioned in the event. The balloon was bunched in several places. The inner shaft within the manifold was buckled 2.5 cm in length. The inner diameter (ID) of the tip was measured using a calibrated pin gauge set and found to meet specification. There was no other damage to the device. Attempts to backload a .014" guide wire through the distal tip of the catheter were unsuccessful due to the buckled inner shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, catheter entrapment with a guide wire occurred. Vascular access was obtained via the left femoral artery. The 95% stenosed target lesion was located in the moderately tortuous and non-calcified left anterior tibial artery (ata). Another manufacturers' 0.014" guide wire was inserted and this 2.5mm x 40mm x 145cm sterling es balloon catheter was advanced and used to pre-dilate the lesion at 6atms. An attempt was then made to withdraw the catheter; however, the catheter and the guide wire became stuck together. The catheter and wire were removed from the patient together as a unit. The lesion was then post-dilated with another manufacturers' 2.5x40mm balloon catheter. No patient complications were reported and the patient's status is good.